Event description:
(B) (6), of (B) (6), I am from (B) (6), and my english is not very good so I make someone help me write for you this, word for word. My real name is (B) (6), but they got my last and first names switched around, yet either way you write back to me, my (B) (6), so please be sure to write back correctly to me about the following. I'm writing to you about the same CT-scan abuse issue that happened to (B) (6) and (B) (6) here at this (B) (6). I did not get burn mark, though. I had a thing on back of head from earlier, but they kept putting me in the machine for too long with i.v. Contrast dye drip injection thing in my arm. I did not have any kidney problems later, though. No! They kept making the machine scan my whole body head to toe for like 20 minutes up and down, many times! I start to throw up in the machine and they still did not stop it. Later, all my hair had fallen out for several months. I know now this was not right. Please, I know I am just some (B) (6) in your eyes, but I know this was a bad thing, and I might now have cancer all over in my body from what they did. They actually cut out a big piece of my brain bigger than was necessary to do, and now I am blind and deaf in one eye and one ear. These doctors are the (B) (6), cutting and experimenting on (B) (6) they feel are no good and are taking up space in the (B) (6) here. It's not just me, (B) (6) and (B) (6). There are other who are being experimented on with the CT-scan machine. (B) (6). One guy, (B) (6), they put near the beam but not all the way into the machine but left him there for long long time. He didn't get a burn mark but his headaches are worse. (B) (6) got a mark behind his right ear, and a (B) (6) now got red stripe all the way around his head because with him they did turn on the rotor, but not the sliding bed. He says it's dandruff or scalp problem, but he scaly skin is perfect stripe, and not on top of head! Please help us all. Thank you. (B) (6)